Event description:
Initial report: this non-serious unsolicited report was received from a health professional via an affiliate rep in (B)(6) on (B)(6) 2011. Upon medical review, this report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case involves a female who was treated with poly-l-lactic acid (sculptra) on (B)(6) 2011. She experienced itching and pain near the right eye corner on (B)(6) 2011, which worsened on (B)(6) 2011. She consulted a dermatologist on (B)(6) 2011 and was diagnosed with (B)(6). Corrective treatment included homochlorcyclizine hydrochloride 10 mg/night, cetirizine 1 mg/morning, famotidine 20 mg twice daily, acyclovir 400 mg three times/day, ibuprofen 200 mg three times/day, diclofenac 75 mg/night, hydroxyzine 10 mg three times/day and panadol extend (paracetamol) three times/day. The pt followed up on (B)(6) 2011 and reported the itching and pain near her eye were gone. The infected area is approximately 2 cm x 2.5 cm. Other suspect drug - none. Significant/relevant medical history - not reported. Relevant concomitant medications include - not reported. Action taken: no action taken. Corrective treatment - homochlorcyclizine hydrochloride 10 mg/night, cetirizine 1 mg/morning, famotidine 20 mg twice daily, acyclovir 400 mg three times/day, ibuprofen 200 mg three times/day, diclofenac 75 mg/night, hydroxyzine 10 mg three times/day and panadol extend three times/day. Outcome - recovering/resolving. Physician/reporter causality: not provided.

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: the event of (B)(6) is unlisted for sculptra. In a pt who is (B)(6) trauma from injection could have precipitated an outbreak; however, very little is known about this pt, whether she has a history of (B)(6), is immunosuppressed, or whether the site of the lesion coincides with an injection site. A causality of possible is conservatively assigned- in case (B)(6) occurred in a previous injection site (this has to reassessed after f/u info is received). Add'l info will be requested.